Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("blood or heart disorder / condition -type : anemia due to vaginal bleeding passing clots.") In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high in 2007, gallbladder operation in 2007, chronic headaches, sinus disorder, hypertension, ovarian cyst, menorrhagia and laparoscopically assisted hysterectomy. Previously administered products included for birth control: birth control pills from 2005 to 2006 and depo-provera from 2000 to 2001. Concurrent conditions included anxiety, depression and anemia. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since december 2006 to 2010, iron (iron supplement) since december 2006 to 2010, metoprolol since 2007, midrid (midrin) since december 2006 to 2015, oral contraceptive nos since december 2006 to 2010 and prenatal vitamins since december 2006 to 2010. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced headache ("headaches"), migraine ("migraines") and facial pain ("facial pain"). In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) with haemoglobin decreased, dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding - status post 2 units of prbc's") and abdominal pain ("abdominal pain"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and hirsutism ("hormonal changes: facial hair"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding") and anaemia ("anemia"). The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy (uterus and cervix removed) with removal of essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia and anaemia outcome was unknown and the genital haemorrhage, haemorrhagic anaemia, headache, migraine, facial pain, vaginal haemorrhage, dysfunctional uterine bleeding, depression, alopecia, abdominal pain and hirsutism had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, facial pain, genital haemorrhage, haemorrhagic anaemia, headache, hirsutism, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. On (B)(6) 2010, plaintiff underwent a hysterectomy to effectuate removal of her essure coils. During the hysterectomy both of plaintiff's essure coils were found in the cornua region between her uterus and fallopian tubes and were removed with her uterus.plaintiff in (B)(6) 2015 hospitalized twice and required blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion pregnancy test - on (B)(6) 2010: negative . On (B)(6) 2010, radiology report: clinical indication: headache. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received, concomitant drug added, event added as : anemia. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high in 2007 and gallbladder operation in 2007. Previously administered products included for birth control: birth control pills from 2005 to 2006 and depo-provera from 2000 to 2001. Concomitant products included metoprolol since 2007. In june 2006, the patient had essure (ess205) inserted. In july 2006, the patient experienced headache ("headaches"), migraine ("migraines") and facial pain ("facial pain"). In september 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding - status post 2 units of prbc's"), abdominal pain ("abdominal pain"), haemorrhagic anaemia ("blood or heart disorder / condition -type : anemia due to vaginal bleeding passing clots.") And haemoglobin decreased ("blood or heart disorder / condition -type hemoglobin 7.7"). In january 2007, the patient experienced depression ("psychological or psychiatric problems: depression"). In july 2008, the patient experienced alopecia ("hair loss") and hirsutism ("hormonal changes: facial hair"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and menorrhagia ("abnormal/heavy menstrual bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) with removal of essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown and the genital haemorrhage, headache, migraine, facial pain, vaginal haemorrhage, dysfunctional uterine bleeding, depression, alopecia, abdominal pain, haemorrhagic anaemia, haemoglobin decreased and hirsutism had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, facial pain, genital haemorrhage, haemoglobin decreased, haemorrhagic anaemia, headache, hirsutism, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. On (B)(6) 2010, plaintiff underwent a hysterectomy to effectuate removal of her essure coils. During the hysterectomy both of plaintiff's essure coils were found in the cornua region between her uterus and fallopian tubes and were removed with her uterus. Plaintiff in mar2015 hospitalized twice and required blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2006: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abdominal pain, migraines / headaches, depression,hair loss,facial pain, anemia, hemoglobin decresed, dysfunctional uterine bleeding, vaginal bleeding,facial hair, genital bleeding were added. Historical drugs added. Lab data updated. Historical condition added. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure (ess205). The reporter commented: plaintiff sought medical attention from her health care provider for the forgoing symptoms. On (B)(6) 2010, plaintiff underwent a hysterectomy to effectuate removal of her essure coils. During the hysterectomy both of plaintiff's essure coils were found in the cornua region between her uterus and fallopian tubes and were removed with her uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.